Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had fever and chills; redness, swelling and pain at the device site. It was noted that there was a device site pocket infection which was staphylococcus. The device and leads were removed. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.